Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left side capsular contractures baker grades, "between a 3 and 4" and a left exchange from textured to smooth due to the patients concerns with the product. Device remains implanted.

Event description:
Patient's representative later reported ¿significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, past and future medical expenses," "inflammation," "accumulation of foreign and adulterated silicone particles," and "physical pain and suffering from explanation." Patient's representative also reported "cellular damage, and subcellular damage," "scarring and disfigurement" all not related to the device.